Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. D2b pro code (product code): qrb.

Event description:
It was reported that the patient underwent revision procedure due to an unknown reason. No further has been obtained despite good faith efforts.